Manufacturer narrative:
This is the same event as 3010536692-2014-01542_01, -01563, -01564. This report will be updated once investigation is complete.

Event description:
Allegedly, the patient was revised due pain, discomfort, dysfunction and other symptoms; also diseased joint tissue and fluids as well as fretting and corrosion at junction interface.